Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction and very late stent thrombosis occurred. The pt presented with chest pain and vomiting. A 3.5x12mm taxus express2 drug eluting stent was deployed in the mid right coronary artery. Plaquing of the left anterior descending artery was noted but not treated. No pt injuries or complications were reported. At 21 months post procedure, the pt presented with in-stent thrombosis of the prior placed stent. The pt underwent additional stenting. No further pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.